Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not on patient profile. A technical support specialist informed that the customer had been using a temporary patient profile instead of the profile that contained the patient's medications. The system functioned as intended after the technical support specialist inspected the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user tried to pull a medication for a patient but was not able to find the patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.